Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away from diabetes complications. Prior to the customer's death, he was taken to the hospital. The healthcare professional advised the customer to remove the insulin pump and treat with manual injections until his blood glucose levels were regulated. When the customer passed away, he was not wearing the insulin pump. Nothing further was reported.